Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had weak stream. They did not feel like they emptied, nor draining. They had to bear down to empty. They had pressure and abdominal pain, in the past but it was still there a little. Patient threw up from the twilight. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.